Event description:
This event was reported as pt died in the specialty unit of the hosp, after having valve explanted. (Surgery & death, 2002) leaflet escape confirmed at time of explant. At autopsy, two pieces of broken leaflet retrieved at aortic bifurcation.